Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure on the dorsal artery. The device did not cut the tissue. The stapler was able to fire. A hemorrhage was observed at the staple line. To correct the issue, a hemostatic agent was used. Patient status is alive, no injury.